Manufacturer narrative:
It was reported that software froze during 3d computation. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs performed determined that the cause of this freeze is a use error, the surgeon did not follow the recommendations provided in the IFU regarding the images format required for acquisition and its properties. (B)(4).

Event description:
Field service engineers (fse) were present for an seeg case. The surgeon typically uses frame registration. During the case, the fses loaded the pre-op CT with the frame into the exam manager, and changed the 3d reconstruction to be of this new CT. Without exiting the exam manager, the surgeon clicked on the frame registration button and proceeded to mark the points of the frame on the pre-op CT that had just been loaded into the system. Once the points were successfully marked, the surgeon successfully exited the frame registration marking window and hit ok in the exam manager window to close the window. The software reported that it was calculating the new 3d reconstruction, but did not finish this calculation for several minutes. After several minutes of waiting for the software to finish, the fses decided to manually shut down and restart the robot. The fses advised the surgeon to first load in a new CT on the exam manager, hit ok, and then go back into the exam manager to mark the points for frame registration. The surgeon had to reload the CT and mark the points for the frame registration again, and this time it was completed successfully following the advice of the fses. Delay to surgery was about 10 mins.

Manufacturer narrative:
Unique identifier (UDI) number: (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
Field service engineers (fse) were present for an seeg case. The surgeon typically uses frame registration. During the case, the fses loaded the pre-op CT with the frame into the exam manager, and changed the 3d reconstruction to be of this new CT. Without exiting the exam manager, the surgeon clicked on the frame registration button and proceeded to mark the points of the frame on the pre-op CT that had just been loaded into the system. Once the points were successfully marked, the surgeon successfully exited the frame registration marking window and hit ok in the exam manager window to close the window. The software reported that it was calculating the new 3d reconstruction, but did not finish this calculation for several minutes. After several minutes of waiting for the software to finish, the fses decided to manually shut down and restart the robot. The fses advised the surgeon to first load in a new CT on the exam manager, hit ok, and then go back into the exam manager to mark the points for frame registration. The surgeon had to reload the CT and mark the points for the frame registration again, and this time it was completed successfully following the advice of the fses. Delay to surgery was about 10 mins.